Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a mitral valve replacement (mvr) was performed secondary to worsening mr in a patient who had undergone a prior mitral valvuloplasty and this 29mm epic valve was implanted using everting mattress sutures. At the time of implant, the anterior and posterior leaflets of the native valve's mitral leaflets were reported to be preserved. It was noted that the anterior leaflet was slit up in order to make the 29mm epic valve well-seated on the annulus. On (B)(6) 2017, a re-do mvr was performed and the epic valve was explanted and replaced with a 29mm sorin carbomedics mechanical heart valve. Ex vivo, two distinct tears were observed at the stent posts. The first tear was presented from the p2 side toward p1 and second one from the ac side toward p1. Per report, the patient was in stable condition post-operatively.